Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable had an unstable digital visual interface (dvi) signal output. The issue was identified during maintenance. There was no patient involvement.